Event description:
The patient was in the or for large bowel resection to treat an obstruction caused by metastatic disease. After resection the surgeon was using a gia stapler gun to surture the bowel. It did not fire properly and the surgery took 3 hours longer than planned.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: mechanical problem, none or unknown. Conclusion: device failure occurred and was related to event, none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided. Invalid data - on device destroyed/disposed of status.